Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported rupture. "Hole, non-specific" observed during surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed opening on the device. Additional observations: deformation observed on the device. Crease observed. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported rupture. "Hole, non-specific" observed during surgery. Device has been explanted and replaced.